Manufacturer narrative:
The pump was received with a depleted (B)(6) alkaline battery installed. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 27.050 units, (B)(6) 2016 daily insulin total = 32.825 units, (B)(6) 2016 daily insulin total = 23.575 units, (B)(6) 2016 daily insulin total = 22.700 units, (B)(6) 2016 daily insulin total = 25.750 units, (B)(6) 2016 daily insulin total = 27.900 units, (B)(6) 2016 daily insulin total = 15.300 units.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes mellitus type 1. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors. The caller stated that the customer had issues with intermittent high blood glucose and low blood glucose events. The customer had fallen asleep and did not wake up. The caller did not report any illnesses that led to the customer's death. The caller no longer has the customer's insulin pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.